Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the negative tab had come loose from one of the hybrid layer capacitor (hlc) batteries located on the analog pcb assembly, designator bt3. This effectively disconnected bt3 from the battery supply, causing the voltage to be too low and prevented the device from remaining powered on. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device would not remain powered on and, as a result, defibrillation would not be possible.